Manufacturer narrative:
Device evaluation: lens returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2, -13.5/1.5/89 (sphere/cylinder/axis) implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. The lens was exchanged for a shorter length lens due to observation of excessive vault and the problem was resolved.